Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to feel stimulation. An sjm representative interrogated the scs system and all the contacts show invalid impedances. The patient had x-rays taken. The patient is pending an appointment with the physician's assistant.